Manufacturer narrative:
Product complaint # (B)(4). Additional information: concomitant medical products. Additional evaluation summary: one opened sample of code nw856 lot v9002 was received for evaluation. Since the complaint sample was received in open condition further investigation on complaint sample could not be performed except visual inspection. The complaint sample was visually inspected for suture breakage and pull off suture needle but it was not evident. Punching and press marks were observed at one end of suture which indicated that suture was handled and dispensed with force. The returned suture was visually inspected and observed to be cut by sharp object during handling. Only one needle was received for investigation which was visually inspected and found satisfactory. Retained samples of product code nw856 and lot number v9002 were retrieved for analysis. The samples were visually and functionally inspected. From the analysis, it is evident that there was no issue related to the suture quality and processing of this incident lot. All the individual as well as average knot pull tensile strength values and needle pull off values were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. From the analysis, it is evident that there was no issue related to the suture quality and processing of this incident lot.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Batch manufacturing records of nw856/v9002 was reviewed for any process deviation but no deviation was observed. Finished goods tests reports was reviewed and found to meet the specification requirement. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent mitral valve replacement procedure on an unknown date and suture was used. During the procedure, the suture broke from the suture strand. The procedure was completed successfully with another set of sutures. There were no adverse patient consequences reported.